Event description:
It was reported to philips that during each shock customer heard the voice command ¿shock delivered¿ but there was no response from patient and even no jerking when the shock got delivered. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from the rse. It is confirmed that there were three dfm100 used on in this event in total. (Other cases are contained in (B)(4). ). The patient event files and device logs were exported for further analysis. A philips clinician and technical expert reviewed the event files and device system logs. Assessment is as follows: the events of the three consecutive device uses during the case are outlined below. While the presenting rhythm was vfib, a shockable rhythm, two minutes after shock #1 the cardiac rhythm became asystole, a non-shockable rhythm. While the patient¿s rhythm returned to and remained in vfib throughout the shock sequences, the rhythm returned to asystole near the end. Each of the shocks delivered show the exact energy delivered, and all were in the normal impedance range, demonstrating the successful delivery of the shocks. In addition, both the hardware and software logs of these 3 devices were examined. No evidence was present in the logs to demonstrate any device malfunction. Finally, as stated in the dfm100 instructions for use (IFU), the presence or absence of muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance. Successful resuscitation depends on many variables specific to the patient¿s physiological state and the circumstances surrounding the patient event. Failure to have a successful patient outcome is not a reliable indicator of defibrillator/monitor performance. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The customer has been provided analysis result of this event. The device was confirmed through assessment of the received event files and device logs to be operating correctly and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. It is confirmed that there were three dfm100 used on in this event in total. The patient event files and device logs were exported for further analysis. Upon analysis of device hardware and software logs, no error indicates that device had malfunction. A philips clinician and technical expert reviewed the event files and device system logs. Assessment is as follows: the events of the three consecutive device uses during the case are outlined below. While the presenting rhythm was vfib, a shockable rhythm, two minutes after shock #1 the cardiac rhythm became asystole, a non-shockable rhythm. While the patient¿s rhythm returned to and remained in vfib throughout the shock sequences, the rhythm returned to asystole near the end. Each of the shocks delivered show the exact energy delivered, and all were in the normal impedance range, demonstrating the successful delivery of the shocks. In addition, both the hardware and software logs of these 3 devices were examined. No evidence was present in the logs to demonstrate any device malfunction. Finally, as stated in the dfm100 instructions for use (IFU), the presence or absence of muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance. Successful resuscitation depends on many variables specific to the patient¿s physiological state and the circumstances surrounding the patient event. Failure to have a successful patient outcome is not a reliable indicator of defibrillator/monitor performance. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer has been provided analysis result of this event, however customer did not reveal the final disposition of the device. If additional information is received the complaint file will be reopened.